Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited multiple auto mode switch episodes which resulted in noise. A single episode of out of range impedance was noted. All other electrical measurements were within range. The physician elected to continue to monitor the patient.